Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device was depleting through the battery quickly. Customer's blood glucose was 493 mg/dl. Customer will not be returning the device for analysis.